Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-7200-1 serial/batch number (B)(6) was received for investigation. The returned device was visually inspected, and it was noted that the needle was detached from the suture. Functional testing doesn't applies to this device. The most likely cause(s) of reported failure is user error. According to dfu-0222-eor2_fmt_g. Precautions. 2. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.

Event description:
It was reported that during an arthroscopic suturing of the meniscus the suture broke while tightening the loop. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.